Manufacturer narrative:
Reference record 1672373.  Additional information added to section b5.

Event description:
Additional information received. The physician reported that on (B)(6) 2020, the patient had a gastroscopy and the buried bumper was successfully removed. A new peg-j tube was placed in the existing puncture site.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2017, patient in (B)(6) was started on duopa therapy. On an unknown date, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient developed buried bumper syndrome. On 31 aug 2020, physician reported that the patient underwent a gastroscopy to remove buried bumper. During the gastroscopy, the patient had a seizure. The gastroscopy was stopped immediately and the buried bumper was not removed. The patient is hospitalized since (B)(6) 2020 due to the buried pumper. A CT scan of the skull with contrast is scheduled to find out the cause of the seizure.